Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2013. The reason for reoperation was infection. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having been treated for a left side breast infection. There is no indication treatment has occurred. Device was explanted.